Manufacturer narrative:
This complaint has re-opened upon receipt of medical records. A clinical evaluation indicated that the patient¿s multiple comorbidities, including the left-sided deficit, cannot be excluded as contributors to the patient¿s initial fall and fracture. The broken nail and subsequent revision are due to the reported non-union from the non-healing bone as well as continued weight bearing is the likely root cause to the fatigue failure of the nail. The patient impact beyond the reported revision cannot be determined. No further clinical assessment is warranted at this time. No information regarding the current patient status has been reported. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Event description:
It was reported revision surgery was performed to remove broken nail.